Manufacturer narrative:
The manufacturer previously reported that a trilogy 100 ventilator was returned to the manufacturer for service. There was no serious patient harm or injury that occurred or was reported. During the initial evaluation of the device at the manufacturer's service center, the device failed a repair test step relating to 'verify airstream temperature sensor'. It is also noted that the rubber feet were missing and have been replaced. A supplemental report will be submitted when the manufacturer's investigation is complete. The device evaluation is completed. The service technician notes that the 'verify airstream temperature sensor' test step failed occurred due to an assembly error and the thermistor not being connected. The device passed all final testing. This complaint has been updated to be a not-reportable issue.

Event description:
A trilogy 100 ventilator was returned to the manufacturer for service. There was no serious patient harm or injury that occurred or was reported. During the initial evaluation of the device at the manufacturer's service center, the device failed a repair test step relating to 'verify airstream temperature sensor'. The device has been returned to the technician for an additional evaluation due to the test failure. It is also noted that the rubber feet were missing and have been replaced. A supplemental report will be submitted when the manufacturer's investigation is complete.